Event description:
It was reported that the patient's spo2 level dropped to the low 70s when the patient was sleeping while using the life 2000 device in conjunction with a platinum xl oxygen concentrator with 4l oxygen bleed-in. It was also reported that when the life 2000 device is connected to the oxygen concentrator, the concentrator's ball drops to zero on its flow meter. When the life 2000 device is removed, the ball returns to the 4l level. No medical intervention was required, and the patient's oxygen saturation "recovered" to his baseline of 94% spo2 when he returned to his already prescribed 4lpm. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported that the patient's spo2 level dropped to the low 70s when the patient was sleeping while using the life 2000 device in conjunction with a platinum xl oxygen concentrator with 4l oxygen bleed-in. It was also reported that when the life 2000 device is connected to the oxygen concentrator, the concentrator's ball drops to zero on its flow meter. When the life 2000 device is removed, the ball returns to the 4l level. No medical intervention was required, and the patient's oxygen saturation "recovered" to his baseline of 94% spo2 when he returned to his already prescribed 4lpm. It is noted that this patient has a medical history of chronic respiratory failure with hypoxia, copd, asthma, emphysema, and bilateral upper lung volume reduction surgery (2020). An in-home follow-up visit and exchange of life 2000 equipment was conducted by a respiratory clinician and noted that the patient is now able to sleep with his life2000 equipment again and is no longer experiencing desaturations. The life 2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Therapy can be delivered via nasal pillows interface, face mask, or et tube. The device does not monitor patient oxygen saturation levels. The device IFU instructs to always have an alternate means of ventilation or oxygen therapy available as well as an external oxygen monitor to verify oxygen concentration in the delivered gas. The patient's platinum xl oxygen concentrator is intended to provide supplemental oxygen to persons requiring oxygen therapy. The life2000 device is connected to the patient¿s oxygen concentrator, which is an accessory device supplied by the patient¿s home medical equipment provider. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below a normal range, the decrease was temporary, medical intervention was not required, the patient recovered at home by switching to the already prescribed oxygen therapy via nasal cannula, and there was no report of permanent impairment of body function or structure, concluding no serious injury occurred. The ultimate cause of the reported drop in oxygen saturation is unknown, and likely multifactorial due to the patient's underlying pulmonary pathology, as well as the patient's need for additional oxygen requirements of 4lpmpm. At this time, the device inspection is pending and hillrom is unable to rule out if a system interaction/malfunction between the life2000 connected to the third-party vendor oxygen concentrator is likely to lead to a serious injury if the event were to recur. However if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
It was reported that the patient's spo2 level dropped to the low 70s when the patient was sleeping while using the life 2000 device in conjunction with a platinum xl oxygen concentrator with 4l oxygen bleed-in. It was also reported that when the life 2000 device is connected to the oxygen concentrator, the concentrator's ball drops to zero on its flow meter. When the life 2000 device is removed, the ball returns to the 4l level. No medical intervention was required, and the patient's oxygen saturation "recovered" to his baseline of 94% spo2 when he returned to his already prescribed 4lpm. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Devices analyzed by hillrom engineering, bled in 5 lpm of oxygen from our invacare platinum xl oxygen concentrator (5 litter). Therapies at low, medium, and high activity levels were completed. No error message nor alarms observed; no malfunction found. The ventilator performed as intended, the compressor also performed as intended. The flow meter on our oxygen concentrator did not drop below the 5 lpm set point. Engineering team did not see any evidence that the submitted life2000 devices contributed to the reported desaturation. However, hillrom is unable to rule out if a system interaction/malfunction between the life2000 connected to the third-party vendor oxygen concentrator is likely to lead to a serious injury if the event were to recur. Based on this information, no further action is required.